Manufacturer narrative:
The device sample was received for evaluation. The results of the evaluation and investigation are not available at the time of this report.

Event description:
The event is reported as: the insulation is peeling off on the distal portion of the electrode. No patient injury returned.